Manufacturer narrative:
Based on the provided product photographs and subsequent investigation the report has been confirmed. Stop shipment (B)(4) was initiated to prevent further distribution. Preliminary risk assessment (pra) investigation 103323531 was held resulting in a field safety notice / recall; quality review board (qrb) 103323533. The root cause has been attributed to a packaging process error by a depuy supplier. Corrective actions as determined in corrective and preventive action (CAPA) (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When performing a hip prosthesis, the surgeon encountered a problem. Indeed, after preparation of the cotyloid cavity, the choice of a pinnacle sector t58 (ref 121712058) is preferred. The nurse gives him the t58 acetabulum but the definitive acetabulum inside the box is in t50 and without hole (ref 121711050 pinnacle 100 ha). The surgeon had another box of cotyle 58 opened and he found the same problem: another cup t50 cup pinnacle 100 ha in the box.